Manufacturer narrative:
Approximate age of device- 3 months 17 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was showing symptoms of anemia and dyspnea. Patient admitted to hospital (B)(6) 2019. Esophagogastroduodenoscopy (egd) showed few gastric erosion that were non-bleeding in the antrum and no active bleeding. Bilious fluid was present. There was no arteriovenous malformation (avm) or other small bowel pathology. The patient was given packed red blood cells (prbc).